Event description:
Per the clinic, the device was explanted (B)(6) 2013 due to healing issues. The implanted device is not available for evaluation.

Manufacturer narrative:
(B)(4). Device currently unavailable.